Manufacturer narrative:
Based on the available information, boston scientific concludes the reported observation of system locks up/crashes that led to the procedure being cancelled/rescheduled was confirmed through investigational analysis. Product analysis was performed and the pc operated very slowly, the load time for windows was well over 30 minutes, when attempting labsystems software the application failed to load, after attempting to operate the pc the system crashed to a systems fault screen (bsod); consequently, confirming the reported allegation.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during a procedure a labsystem pro ep recording system was selected for use. The system is showing instability and freezes very often. Procedure was not able to be completed due to this event and had to be cancelled/rescheduled. No further information was provided. Equipment was returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during a procedure a labsystem pro ep recording system was selected for use. The system is showing instability and freezes very often. Procedure was not able to be completed due to this event and had to be cancelled/rescheduled. No further information was provided. Equipment will be replaced.